Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. The patient age was reported to be over 18 years. According to the complainant, during preparation for the genesys hta procedure, a hair was found in the procedure set inside the sterile package. There was no obvious damage or compromise to the device packaging or the shipping container observed. Entire procedure kit was exchanged out and the procedure was completed successfully with no complications with a new hta procedure set. There were no reported patient complications or injuries and the patient is fine.

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.